Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during knee arthroplasty surgery.

Manufacturer narrative:
Visual inspection of the returned tasp bottom confirmed that the post has fractured away from the device. Very minor scratches and wear noted that are likely from use. The fracture site is very clean and crisp indicating a sudden shock that propogated the break. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device has been in the filed for about a year, however it is unknown how many times it has been used. This device is used for treatment. The tasp was found to be fractured after surgery during disassembly. A definitive root cause cannot be determined with the information provided.